Event description:
It was reported that during a follow up, the atrial lead exhibited loss of sensing and loss of capture due to lead dislodgement. The device was reprogrammed. On (B)(6) 2015 the lead was repositioned successfully. The patient was in good condition before, during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).